Event description:
It was reported that a large volume infusor's bordeaux colored cap popped off. The cap popped off when the device was being prepared to be filled. The device contained natrium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured june 26, 2014 ¿ june 27, 2014. The device was received for evaluation. A visual inspection was performed and noted that the coil cap was separated from the housing of the device. The cause of the separation was determined to be due to malformed housing. The housing was malformed at its upper area where the red coil cap came in direct contact with the housing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.